Event description:
It was reported that the tandem-provided charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. New tandem-provided charging supplies were sent to the customer and customer continued using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.